Manufacturer narrative:
Medwatch sent to FDA on 9/16/2016.

Event description:
Further follow up with the injector revealed that the patient's symptoms fully resolved 1 year after the initial intervention.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of straight, firm streaks is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of straight, firm streaks as follows: adverse events: ¿the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess."

Event description:
Patient reported that immediately after injection with one syringe of "juvederm" under the eyes and in the lips, they experienced straight, firm streaks at the injection sites under the eyes. Two weeks after injection the patient was treated with hyaluronidase under the eyes. Symptoms resolved.

Manufacturer narrative:
The events of pigmentation and fullness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Follow-up with the injector provided the following information: the patient was injected with one syringe of juvederm ultra xc in the tear troughs, lip margins, philtrum of upper lips, and multiple small, depressed acne scars. The patient developed induration/fullness in the tear troughs and expressed concerns and dissatisfaction relative to the fullness/prominence of the filler in the tear trough areas. The physician believes the symptoms are product related. In the physician's medical opinion, the reported adverse event could not have led to serious injury and/or death. The patient was injected with .2 cc of hyaluronidase into the tear troughs and recommended massage to the patient. The physician noted he introduced the patient to his aesthetician who will see the patient in follow up in an effort to decrease the pigmentation of the lower eyelids.